Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of "tear to the heart caused by the tip of the valve stent" could not be confirmed through visual observations. The x-ray demonstrated the wireform to be intact. Suture holes were visible around the sewing ring, and the sewing ring had a cut at the inflow aspect near leaflet 3.

Manufacturer narrative:
UDI #(B)(4). As reported, the tip of the valve stent was so sharp that it punctured the tissue while implanting the valve. The device was inspected and was visually ok before the issue occurred. In this case, the root cause cannot be determined with the available information. The subject device has not been returned for evaluation; as such, the reported event cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a 27mm pericardial mitral valve was explanted at implant due to a tear to the heart caused by the tip of the valve stent. The device was inspected and was visually okay before the issue. As reported by the surgeon, the tip of the valve stent was so sharp that it poked the heart tissue very hard while placing the valve. The tissue had to be sutured. The explanted device was replaced with a mechanical valve. The patient was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.